Event description:
Device 1 of 2. Reference MFR report #1627487-2015-12354. It was reported, the patient lost effective stimulation coverage. The lead (device 1) was explanted and replaced due to migration. The other lead (device 2) was relocated to a new position and anchors were added. The patient reported she receives effective stimulation post-operatively.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.